Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was found that the blood could not be recovered during the infusion of liquid. After the injection of liquid, water was found at the catheter joint. Check the loosening and slip of the catheter joint.